Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by hazy drain and abdominal pain. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (1 gram, frequency not reported) intravenously (IV) and amikacin (0.0125 mg/ml of pd solution, frequency and route not reported) for peritonitis. On an unreported date, the patient was retrained. At the time of this report, the dialysate was clear, however, the patient¿s outcome from peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Four days after the hospitalization, the patient was discharged from hospital. The patient was still having hazy drain upon discharged. The outcome of the peritonitis was not reported.